Event description:
It was reported to philips that the system's image processing computer was unable to boot, preventing a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. Field service engineer (fse) visited onsite and confirmed the reported issue. The frontal stand failed to power on during boot, and the fse found the host pc couldn't communicate with the ippc. To resolve the problem the entire system was rebooted. After the entire system was rebooted, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.